Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer's pump gave an alarm, and during rewind made a clicking sound. The customer's blood glucose level was 150 mg/dl. The helpline recommended to discontinue use of the pump and get a replacement. No add'l info was provided.